Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 31 mg/dl and 247 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).

Event description:
Caller states that a patient reportedly received the following results on an inform meter with comfort curve strips, compared to lab results, within 10 minutes: 517 mg/dl and 430 mg/dl (meter) 2);l 89 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.